Manufacturer narrative:
Received information that the customer was trying to use heliox through the v60 ventilator, which is not an approved use and has not been validated. This is a customer induced issue. The customer was advised on the proper operation of the device and to not use heliox on the ventilator.

Manufacturer narrative:
The product support engineer troubleshot this issue with the customer over the phone. (B)(4) was not authorized to evaluate the device.

Event description:
The customer reported the ventilator had a low leak co2 rebreathing risk alarm. It was reported that the event occurred during clinical use. There was no report of patient harm or injury as a result of the event.